Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the charging bay and housing to be broken, and the plate and power supply were faulty. This was attributed to faulty handling. The device was repaired and returned to the customer on (B)(4) 2012. Placeholder.

Event description:
Customer reported faulty battery charger, several channels failed. Device was returned for service. This is report 1 of 1 for complaint #(B)(4).